Event description:
Healthcare provider reported right side "patient recently had a spontaneous deflation." The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2201 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.